Manufacturer narrative:
Review of images received (15 months post-op) shows a possible wear of the device or an expulsion of the device. Revision was recommended to the reporter. At this time, waiting for additional information from the reporter. Still implanted.

Event description:
Mobi-c p and f : 15 months post-op, patient is doing well, but he can hear squeaking with neck rotation.

Event description:
Mobi-c p&f : 15 months post-op, implant makes noise. No additional information received about this case.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint fiel event, MFR site, report source, if follow-up, what type were updated. The product was not returned. Therefore, no product evaluation could be performed. No information on a revison was received for this case. From the information provided based on the complaint report , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that an incorrect preparation was performed, particularly an incorrect liberation of the posterior longitudinal ligament, leading to an incorrect implant configuration (kyphosis). As confirmed by the r&d product manager, it could be observed on the per-op and one-day post-op x-rays that the prosthesis was placed too anterior and chosen too high. Moreover, the one-day post-op x ray illustrate that probably no parallel distraction was performed. Consequently, the restoration of the curve following the surgical implantation was not harmonious. On the latest x-rays, as no more height between the superior and the inferior vertebral endplate could be observed, it means that either an expulsion of the mobile insert occured or an excessive wear on the posterior side of the insert happened caused by an high stress due to the malposition of the implant. The fact that a new 15*15 insert could not have enough place between the superior and inferior vertebral endplate was confirmed by the product manager by superposing the fifteen-months x-rays with the implant 15*15. It is stated in the surgical technique to perform a complete discectomy of the disc space between the uncinate processes and back to the posterior ligament and to take care to decompress the foramen bilaterally and respect the bony endplates. Also, it is clearly stated that releasing the posterior longitudinal ligament (pll) may help to obtain parallel distraction. Release should be bilaterally symmetrical. The extent of decompression is left to surgeon discretion based on patient pathology and history (step 2: complete disectomy). Investigation found no evidence on a product issue. Root cause: user error (incorrect preparation leading to an incorrect implant configuration in the disc space) .